Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observations. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead explanted. Per bio-libra study, on (B)(6) 2021 patient seen in ov with np. Decision was made to have the lv lead turned off at this time due to increasing lv capture thresholds, loss of capture and some ongoing diaphragm stimulation. Patient was to discuss further with dr. Richards, but decided that she is transferring care to another facility and will be exited from this study. No adverse patient events reported. Should additional information become available, it will be added to this file.